Manufacturer narrative:
A1 and h6: additional information was received that there was no patient present at the time of the event.

Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device the reported problem was not duplicated. No double beep error was duplicated after power up. The customer reported condition was not confirmed. No fault found problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical cadd-legacy 1, double beep cassette alarm. No adverse patient effects were reported.